Event description:
It was reported that during room set-up for a total knee arthroplasty, the staff member opened the palacos cement from the outer package and placed the inner unsterile package onto the sterile field. The scrub staff apparently was not aware of the unsterile packaging present on the sterile field and the surgical procedure was nearing the time to mix the cement when it was noted by zimmer sales associate that the unsterile packaging was present. The sterile table was torn down, all instrumentation and opened implants were removed and replaced. The surgeon ordered additional supplementary antibiotic administration and antibiotic irrigation of the surgical wound prior to implantation of new joint component implants. This delayed the surgery for approx 45 minutes. Additional info was obtained that there were no known post-operative complications.

Manufacturer narrative:
The device was not returned to the manufacturer. A follow up medwatch will be submitted once the investigation is complete.